Manufacturer narrative:
Aragon surgical is reporting this event but it is uncertain if either the lap cap or the 5mm bladed optical trocar caused the event. Both medical devices are a single use device that has been disposed of. The probable suspect would point to the 5mm bladed optical trocar since iliac lacerations are known to be cause by incorrect insertion of a bladed trocar. The patient is fine.

Event description:
The event occurred with the aragon surgical's lapcap. The aragon surgical lapcap is a single-use device used to assist in the blind passage of a 14 gauge veress needle in order to establish a pneumoperitoneum prior to a laparoscopic surgical procedure. According to a rn, who is a staff member of physician's surgical team stated: the physician placed the lapcap over the umbilicus and inserted a 12cm veress needle using the needle first method. The 12cm veress needle was exposed from the top of the hub approximately 2mm. The suction as applied and the abdominal wall raised approximately 75%. The physician irrigated and aspirated successfully. The saline drop test was not performed. Insufflation tubing was attached. Initial pressure reading was not available. The gas flow was initiated and the abdominal wall began to rise. The rn thought the wall did not rise as much as it would normally. Physician did not palpate during the insufflation. The insufflator's threshold was set to 15mmhg rather than 20mmhg. The physician insufflated to the 15mmhg level with the suction still on. The suction was turned off at the 15mmhg mark and the lapcap removed. According to the rn, the physician did not palpate again. It was in the rn's opinion that the patient was not insufflated enough. The physician proceeded to introduce a 5mm bladed optical trocar. The passage was indicated as being a little more difficult than normal. When the trocar and a scope in, the physician immediately noticed some blood. A vascular surgeon was called in and the vascular surgeon repaired an approximately 2mm laceration of the iliac. The manufacturer of the 5mm bladed optical trocar is unknown and the length of the trocar was not available. The patient is fine. The lapcap consist of an clear acrylic dome housing which has a central needle pass-through port, located on the top of the dome for a 14 gauge veress needle and a vacuum line connection port. The needle first method is when a 14 gauge veress needle is placed in the needle pass through port (hub) of the lapcap device. The 14 gauge veress is pushed through the needle port until no more than 2 cm of the versess needle extends from the plane of the lapcap base. The physician can choose to make a per-umbilical skin incision and place the lapcap device with the 14 gauge veress needle over the targeted area. The physician then slowing turns a stopcock on the lapcap device until a vacuum is created. The vacuum is applied until the abdominal wall is elevated within the lapcap's dome, passively advancing the 14 gauge veress needle through the full-thickness abdominal wall.